Event description:
It was reported that the device is approaching eri (elective replacement indicator) earlier than expected. The device is still in use as the patient is awaiting a scheduled time for replacement. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device is approaching eri (elective replacement indicator) earlier than expected. The device is still in use as the patient is awaiting a scheduled time for replacement. No patient complications have been reported as a result of this event. It was further reported that the device has now been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.